Event description:
Implanted a lens but it tore while being inserted. The lens was removed with no pt injury. The pt's prognosis is good. The model and lot numbers for the injector and cartridge used were not provided by the facility.